Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, when firing the clip, the vessel tore apart. The procedure was converted to open surgery to stop the bleeding. The surgical time was extended by at least 30 minutes.